Manufacturer narrative:
Manufacturer's investigation conclusion: thrombus was confirmed in the outlet stator during the evaluation of heartmate ii lvas, serial number (B)(6). (B)(6) was returned assembled with the driveline cut approximately 12 inches from the pump housing and the distal portion was not returned. All parts of the sealed inflow conduit (the inlet tube, inflow conduit flex section, and inlet elbow) were not returned. The sealed outflow graft and the outflow graft bend relief were not returned. The outlet elbow was returned attached to the pump. Examination of the proximal side of the outlet stator revealed a large, non-laminated thrombus situated around the outlet bearing ball and in between the stator blades. The lack of laminated layering suggests that the deposition did not form in the outlet stator. Although its origin and duration of time for which the deposition was present in the pump cannot be conclusively determined, the deposition lacked denaturation and the lack of circumferential contact marks on the outlet bearing cup suggest that the deposition was not present in the outlet stator for an extended amount of time while the pump was in operation. The deposition found in the outlet stator could have contributed to the reported elevated ldh. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process, and the device functioned as intended. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 13apr2016. The heartmate ii lvas instructions for use (IFU) and the heartmate ii lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists device thrombosis, arterial thrombolembolism, and hemolysis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Section 1 and section 6 of the IFU, ¿patient care and management¿, outline indications of pump thrombosis and how to respond to such events. Section 6, under ¿anticoagulation¿, provides information regarding the recommended anticoagulation therapy and inr range, as well as suggested anticoagulation modifications. An explanation of each pump¿s parameters can also be found in this section. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient developed a non-central nervous system arterial thromboembolism (retinal artery branch). The patient had high lactate dehydrogenase (ldh) and two suspected arterial embolisms. The patient had a branch retinal artery occlusion on (B)(6) 2019. The patient was readmitted to the hospital because of suspected thrombosis in the pump. A ramp test was negative. Pump flow rate was 4.4l/min, average pulsatility index (pi) was 4.4, pump output was 5.3w. The cause of the thrombus in the pump and the factors that may have influenced the occurrence are "unknown".

Manufacturer narrative:
Manufacturer's investigation conclusions: evaluation of heartmate ii lvas, serial number (B)(6), confirmed the presence of pump thrombosis. The pump was returned assembled with the driveline cut approximately 12 inches from the pump housing and the distal portion of the driveline was not returned. All parts of the sealed inflow conduit (the inlet tube, inflow conduit flex section, and inlet elbow) were not returned. The sealed outflow graft and the outflow graft bend relief were not returned. The outlet elbow was returned attached to the pump. Examination of the proximal side of the outlet stator revealed a large, non-laminated thrombus situated around the outlet bearing ball and in between the stator blades. The lack of laminated layering suggests that the thrombus did not form in the outlet stator; however, its origin could not be determined. Thrombus formation is complex and multi-factorial in nature and not necessarily related to a single physiological or device-related factor. Upon removal of the observed thrombus, the device was cleaned. The pump bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies related to wear or damage were observed that would have contributed to a functional issue. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. The heartmate ii lvas IFU rev. B is currently available. Device thrombosis is listed as an adverse event that may be associated with the use of heartmate ii lvas. The patient care and management section of the IFU outlines indications of thrombus and how to respond to such events. This section also discusses anticoagulation, including recommended inr values. The pump performance monitoring section explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device- 2 years and 11 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was admitted due to a suspected pump thrombosis. No anticoagulation or pump parameter changes were reported. An echo and ramp study were done; however, no unusual results were found. The patient was paced on hydration and heparin IV. The patient underwent a pump exchange on (B)(6) 2019. No additional information was provided.